Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported patient presented via merlin.net transmission with nonsustained v oversensing which appeared to be far p wave oversensing after an atrial pace. Programming changes were suggested. Device remains implanted.